Event description:
It was reported that the shunt was over-draining.

Manufacturer narrative:
There was clear crystalline debris inside the catheter slits and on the exterior of the catheter. There was also red proteinaceous debris on the exterior of the catheter. There were no noted cuts or occlusions. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies.